Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Materials: 309623, batch#: 3340120. It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb needle broke. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Tw (B)(4). - gattex - leaking. Market surveillance will be utilizing previous bd inv (B)(6) from takeda tw (B)(4). Bd syringe: plastic dosing syringe (1 ml) with needle attached (27g, 1/2 inch). Bd catalogue: 309623. Bd syringe lot numbers: 3340120. Takeda awareness date: 22oct2024. Report received from pv on 23oct2024: patient reported needle would break for reconstitution needles sometimes when she entered into vial and also cap for dosing needles are too tight sometimes and hard to pull off which she would then use force or plier tool to pull cap off and it would break as well. Pt did not have box to provide lot number. Product: gattex. Country of origin: united states. Sample / photo availability: no sample or photos were provided to takeda. Ae: no ae reported

Manufacturer narrative:
(B)(4). Needle broken. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.